Manufacturer narrative:
The user facility is outside of the united states. No medwatch report was received. Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. Review of sterile certification confirmed that lot was sterile released. There are warnings in the package insert that state that this type of event can occur. (B)(4).

Event description:
It was reported that patient underwent a knee arthroplasty procedure utilizing competitor product and was revised due to experiencing two previous infections. The two stage revision procedure was performed on (B)(6) 2008 and biomet components were implanted. Subsequently, the patient developed another infection and the patient was revised again on (B)(6) 2010 to remove and replace the components. No further information has been received to date.